Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon noticed discoloration on the posterior side of the distal femur. And post anterior flange. It was also stated that the surgeon didn¿t like the look, could have been oil based and did not want to implant it because it could mess with the adhesive as of the cement and implant.

Manufacturer narrative:
Additional narrative: the received device was forwarded to the manufacturing site for evaluation. Due to no similar failures found in the DHR review, and the returned product meeting specification the complaint cannot be confirmed. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.